Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, it was noticed during the surgical count during the end of the procedure that the dart detached from the suture and was missing. It is unknown if the dart detached inside the patient and if it was left inside the patient. The procedure was completed using the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.